Event description:
It was reported the patient went to the emergency room (ER) due to diabetic ketoacidosis (dka). The patient's blood glucose levels reached above 400 mg/dl while wearing the pod longer than 48 hours. When removed from the infusion site (arm), the pod's cannula was found bent. At the hospital the patient was placed on an intravenous therapy of fluids, given other medication that was not provided and a new pod was applied. The patient was still in the emergency room at the time of the call.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported dka and ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.